Event description:
It was reported that during a follow-up in clinic, the asymptomatic patient presented with post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The device was reprogrammed successfully. The patient was stable, before, during, and after the device interrogation.